Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in pt use. The device has yet to be evaluated by the manufacturer. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.